Event description:
Paramedics responded to a nursing home patient diagnosed in ventricular fibrillation. CPR, drugs and oxygen were administered. The operator complained of being unable to administer a shock to the patient. The patient was not resuscitated. The reporter indicated the alleged problem did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.